Event description:
Same case as MDR ID# 2134265-2014-03669. (B)(4) study. It was reported that a myocardial infarction (mi) occurred. On (B)(6) 2012, the subject presented with unstable angina and was referred for cardiac catheterization and index procedure was performed. Target lesion #1 was a de novo lesion located in the distal right coronary artery(rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 16 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid saphenous vein graft (svg) to mid rca with 70% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct stent placement of a 3.50 mm x 20 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the next day. On (B)(6) 2014, the subject¿s cardiac enzymes were elevated and myocardial infarction occurred. The patient was subsequently hospitalized. ECG revealed non q wave mi. The subject did not experience any ischemic symptoms. The event was considered to be resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).